Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges that the device cuff is deflating after inflation. Customer reports the alleged malfunction is occurring during the intubation process. "The doctors are checking the tube before intubating the patient." It was reported that the tube was changed for a new one. There was no report of patient harm. The patient condition was reported as "fine".

Event description:
Customer complaint alleges that the device cuff is deflating after inflation. Customer reports the alleged malfunction is occurring during the intubation process. "The doctors are checking the tube before intubating the patient." It was reported that the tube was changed for a new one. There was no report of patient harm. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. The cuff remained inflated for 30 minutes and no issues were detected. The sample was then immersed in water and no leaks were detected coming from the cuff. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information.